Manufacturer narrative:
(B)(4). The device involved in this complaint was reported not available for evaluation by the manufacturer. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed based on the information received. The device sample is needed for a proper and thorough investigation. Root cause cannot be determined. Corrective actions cannot be established. If the device sample becomes available this report will be updated with the evaluation results.

Event description:
Customer complaint alleges the device leaked during use on a patient. No patient injury reported. No report of necessary medical intervention.